Event description:
It was reported that there was a suspected infection. The patient was in hospital at time of reporting. The patient's leads weren't working on interstim. Caller states, she had a (B)(6) infection in (B)(6) shortly after surgery on her spine. This surgery was not related to interstim. The patient had lingering pain from low back to foot since this infection. On (B)(6) 2013 the patient's knee gave out/popped and this was the reason for her being at hospital at the time of the reporting. The patient's knee was swollen and the patient was in a lot of pain. The healthcare provider wanted to do an MRI, but they could not because of her implant. They were considering removing the interstim device. The patient was unsure if infection was related to interstim. The patient had metal in lumber, cervical and around interstim which could all hide infection. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported there was no infection. The device was removed since it was ¿not working¿ and the patient needed an MRI. The patient outcome of the removal was not known.

Event description:
Additional information received reported that the patient was seen a month after implant, but no further follow-up or support was discussed, and the patient was not happy with the device. The patient recently saw her urologist, who checked the device and found two leads broken. The patient then had a leg injury involving her knee, which needed an MRI. It was noted that the device was turning sideways at times in her left buttock, and the patient asked her urologist to remove the device as soon as possible, which was done a week later. It was noted that the patient may have the device put back in sometime in the future, but not sure. The patient¿s stress fracture in her left knew would not have been diagnosed without the MRI, which the patient could not have until she had the device removed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# v850462, implanted: 2012 (B)(6), product type lead product ID: 3093-28 lot# v850462, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was also noted that the leads were not working.